Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge (alarm 30, alarm 31, alarm 20) occurred during the load sequence with multiple cartridges. Additionally, it was reported that when the customer entered incorrect bolus pump settings which led to an incorrect bolus delivery amount. Customer's blood glucose level was 243 mg/dl. Reportedly, the customer had insulin pens as alternate insulin therapy.